Event description:
This is being submitted to report the difficulty experienced during deployment of the clip which occurred with the clip delivery system (cds 10358495/(B)(4)), and has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted. The third cds (10358495/(B)(4)) was prepared per the instructions for use (IFU) without issue. The cds was inserted and advanced without resistance. During deployment, the release pin was removed and the actuator knob was unthreaded counter-clockwise 8 times without resistance and retracted; however, the clip did not deploy. Tension was applied to the delivery catheter (dc), but the l-lock held the clip. The guide and sleeve would move down towards the clip when tension was applied to the dc handle, reducing extension of the dc. Upon releasing tension, the guide/sleeve would relax. The release pin groove was confirmed to be fully exposed. Careful maneuvers were performed to encourage the clip to deploy, which included, pulling tension on the dc handle, slight guide torque clockwise and counterclockwise, and advancing and retracting the actuator knob. There was no unusual resistance noted with the arm positioner. The clip then deployed after the dc handle was rotated 45 degrees in each direction.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned device were reviewed. The clip delivery system (cds) was returned with clear fluid visible in the delivery catheter (dc) handle and in the packaging tray. There was also blood visible on the system handles, the sleeve key, inside the clip introducer and in the tray. This is consistent with the reported use of the device and post procedure handling. The gripper line, lock line and clip were not returned as the clip was deployed during the procedure. There was no external damage observed to the device. The actuator knob was noted to be retracted approximately 2mm from the release pin groove, and the distal end of the actuator coupler was not exposed from the l-lock assembly. In an effort to remove the actuator assembly from the device, the actuator knob was pulled proximally from the dc handle, but it was stuck inside the dc. As the coupler was not exposed from the tip of the dc, the dc shaft was dissected at the radiopaque tip ring to facilitate removal of the coupler and mandrel; the proximal end of the coupler was lodged inside the compression coil. The actuator assembly was then carefully removed distally from the device using a proxy threaded stud, and the mandrel was removed without issue. The mandrel was observed to be bent for approximately 8.6 degrees adjacent to the weld. However, as the assembly was stuck inside the dc, this damage may have occurred from further manipulation of the device during deployment or post procedure handling; however, this cannot be confirmed. There was no damage observed to the coupler, and the weld was confirmed to be intact. Further inspection of the l-lock tabs under the (B)(4) microscope noted evidence of scratching on the outer surface of both tabs, which was likely due to an interaction with the connecter (inner component of the clip that is engaged with the l-lock tabs) during the maneuvers to deploy the clip. Measurements of the inner components of the device related to deployment were further measured and all dimensions met manufacturing specification. This included the thickness of the l-lock tabs, the length and outer diameter of the coupler, and the inner diameter of the distal end of the coupler. There was no other damage noted. Due to the condition of the returned device (clip not returned and coupler stuck inside the compression coil), the difficult to deploy could not be replicated in a testing environment. Potential causes for difficulty deploying the clip can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device during advancement) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record (DHR) confirmed this device passed all in-process and final inspections, including verification that the clip opened to invert and functioned as expected. Manufacturing engineering further examined the lot to determine if the reported incident could be attributed to the manufacture of the device. The review included an in-depth assessment of actuator mandrel, actuator coupler, threaded stud, and l-lock assembly lots used within the manufacture of the device, as these parts can potentially contribute to difficult/unable to deploy. All lots were confirmed to be within their material specifications. Thus, it does not appear that the reported event was related to the manufacture of the device. In review of the reported incident, including the evaluation of the returned device, and the manufacturing records, there does not appear to be any indication of a device issue. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event, and a review of the complaint history indicated there had been no similar incidents reported for this lot. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, difficulty in deploying the clip may be influenced by patient anatomical morphology and patient disease state (such as such as anatomical morphology/pathology, resulting in increased tension on the device), unintended curves on the device or user technique (such as closing the clip too tightly or not returning the arm positioner to neutral prior to deployment). The information provided in the case details stated that no curves were applied to the steerable guide catheter (sgc) during cds insertion, no difficulty inserting or advancing the cds through the guide and the device was not curved more than 90 degrees at any point. Additionally, there were no turns of the dc handle, the dc handle was not turned more than 180 degrees in either direction, and the stored torque was released. There was also no unusual resistance noted with the arm positioner and it was confirmed to be in neutral prior to removing the release pin. This suggests that the user positioned the mitraclip and deployed the clip according to the instructions for use (IFU). In this case, it is possible that there were unidentified procedural interactions (e.g. Curves on the device and/or anatomical conditions) which resulted in increased tension on the device, such that the clip would not initially disengage from the l-lock assembly and therefore contributed to the difficult to deploy; however, this cannot be confirmed. Based on the information reviewed and the evaluation of the returned device, a definitive cause for the reported difficult to deploy could not be determined. There does not appear to be any evidence of a product quality deficiency associated with this device.

Manufacturer narrative:
(B)(4). Event description: it was confirmed that there were no curves applied to the steerable guiding catheter (sgc), the sleeve was not curved more than 90 degrees at any point, the arm positioner was in neutral before the release pin was removed, there were no turns of the dc handle, the dc handle was not turned more than 180 degrees in either direction, and the stored torque was released. Deployment time was about one minute, and the clip was confirmed to still have good leaflet insertion. The gripper lines were then removed without incident. The clip was deployed and the cds was removed without issue. The mr grade was reduced to 2 with the implantation of three clips. The patient was clinically stable and there was no clinically significant delay in the procedure. No additional information was provided. Concomitant product: mitraclip system, steerable guide catheter (10307925/(B)(4)), 2 implanted mitraclips. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.